Event description:
It was reported that device movement/shift occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman flx laa closure device & delivery system (wds) were used. The closure device was deployed and released. Post release, the device migrated slightly proximal. The patient was monitored for 20 minutes after the procedure. An x-ray performed the following day showed the device still in place and the patient was discharged that same day.